Event description:
Caller reported a cgm error 42 related to the g7 sensor. There was no adverse impact to the customer¿s blood glucose level. Cts provided assistance by guiding the caller through a pump reset, and the caller successfully started their sensor session.